Manufacturer narrative:
Initial.

Event description:
It was reported that a user replaced their freestyle libre 3 plus sensor and received a ¿dosing stops soon¿ alert on the ilet after pairing the sensor with the libre app, resulting in no readings on the ilet and failed pairing attempts until the user used a new libre 3 plus sensor. No adverse clinical symptoms reported. Outcomes included temporary interruption risk to automated insulin delivery with no reported health impact. User support included user education, guided troubleshooting for app reinstallation and device pairing, and referral to the cgm manufacturer¿s support. Investigation of this case revealed that the sensor had already been bonded to another device/application, which prevented pairing with the ilet and triggered the dosing stop alert, consistent with a use-related pairing conflict of the cgm component. It was concluded, based on previously established findings for similar reports, that the cause was user error pairing of the cgm sensor to a non-compatible app before pairing to the ilet.